Event description:
Clinical study: magnet rate below 100 (94); ttms no longer reliable-pt is pacemaker dependent." Explanted serial number of modified generator (B)(6). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).